Event description:
It was reported that the customer incorrectly programmed a dual square bolus and a normal bolus. The customer was advised to disconnect from the insulin pump and monitor their blood glucose every fifteen to twenty minutes. The customer programmed 6.05 units and they still had 4.7 units of active insulin time. The customer was advised that once their blood glucose stabilized they can reconnect to the insulin pump. At the time of the phone call the customer treated with sugar tablets, soda, popsicles, and ate dinner. The customer stated on the phone until their blood glucose increased to 70 mg/dl. By the end of the phone call the blood glucose had increased to 80 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.